Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, foreign material was observed on the wing of the syringe, verifying the reported incident. Characterization testing was performed and identified the material is consistent with dirt mixed with the stopper silicone. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo proper maintenance and cleaning according to procedure. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, the material did generate during the manufacturing process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Description/event details: during the preparation of a syringe of daratumumab under isolator, when labeling the final product the pharmacy technician realizes a stain on the wing of the syringe. The syringe is put in a bag and taken out of the insulator, this stain appears to the naked eye to mold stuck to the aillette. The syringe is not sent into service, another syringe of daratumumab is prepared, financial loss: (b)(6.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.